Event description:
On (B)(6) 2015, the reporter contacted lifescan spain, alleging inaccurate high results of "67, 498, 73, 164, 61, 312, 258, 296 and 227 mg/dl" on the subject meter compared to "125, 251 and 230 mg/dl" on another onetouch verioiq meter, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.